Event description:
Spontaneously reported - patient reports, cadd ext set: lot# 4152717 leaking where the filter is and this happened about three times in last month, patient believes this is a bad batch of tubing he was sent. No issues in contiruing infusion after switching to new tubing, no missed doses. No other information known. Reported to (B)(6) by pt/caregiver.